Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the service and repair. Visual and functional testing were performed. Tamper seals were removed/broken. Right plunger case was cracked and top case was in excellent condition. The force sensor test error was observed in the event history log. The technician performed power up process, checked and test force sensor. The reported issue was not duplicated and all the force reading were within the required specification. The root cause of the reported issue was found to be the force sensor cable was found damaged (pinched from the plastic tab on the right plunger case) which was the root cause of the intermittent of the force sensor test error. The technician replaced force sensor. Performed power up process and all functional tests which passed.

Event description:
It was reported that there was a force sensor failure. No patient injury was reported.